Event description:
It was reported in the journal of stroke and cerebrovascular diseases that the stent system was advanced and the stent was deployed covering for the entire lesion to treat of an acute ischemic stroke. Post procedure the patient experienced an intracerebral parenchymal hemorrhage. No further details were provided.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2008 and (B)(6) 2011. The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and patient condition, and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.